Manufacturer narrative:
The suspect device/part was not returned for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that a 'vent inop'(inoperable), motor fault and transducer fault alarm has occurred on the vela ventilator during patient use. The device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.